Event description:
It was reported that the pt has not experienced pain relief since the device was implanted in 2004; the pt was taken off of oral medications at that time. In 2007, a dye study was attempted, but the hcp was unable to aspirate cerebrospinal fluid. It was recommended that the catheter be replaced, but the pt wanted the device system to be explanted and not replaced due to dissatisfaction. The pump contained morphine. In the following month, the pump was set to minimum rate. In early 2008, the pump alarm was turned off; it is unknown why the pump was alarming. The hcp later reported that there was nothing wrong with the device. Surgery to remove the device was planned for approx three months later. See also manufacturer's report #: 6000030-2008-01903.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8627l18, serial# (B)(4), implanted: (B)(6) 2004, product type: pump. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8627l18, serial# (B)(4), implanted: (B)(6) 2004, product type: pump. Product ID: neu_unknown_prog, product type: programmer, physician. All previously reported patient and device codes have been updated to the following:(B)(4).

Event description:
Additional information was received from a consumer. Patient history included non-malignant pain and other non-malignant pain. The patient had been totally disabled since (B)(6) 1999 and had not been able to work. The patient stated that she had the pump from 2004 to 2008 and the pump was removed in 2008 but the catheter(s) were not removed. The patient did not think the infusion system every really worked the way it was supposed to and it never really worked for her. In 2007 they discovered that "nothing was going in or out of the drug infusion system." After the pump was taken out, the patient was taken off of all her medications such as vicodin and darvocet and was only left with tramadol and aleve so the patient was "in bed" for 4 years. The patient was currently doing much better.